Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional perclose prostyle devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after an interventional cerebrovascular stenting procedure using an 8f sheath. Reportedly, after advancement into the vessel with the first prostyle, the plunger was pulled back before being pushed in. The plunger was then pushed in and pulled out with a cuff miss [suture retrieval issue] being noticed. A second prostyle was attempted but the same occurred. A third prostyle was attempted but the same occurred. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the foot of the prostyle was deployed; however, before pushing down the plunger, the plunger was removed. A cuff miss (suture retrieval issue) occurred. It should be noted that the prostyle instructions for use (IFU), suture deployment section, states to depress the plunger to deploy the needles and step 3 states to pull back the plunger to deploy the sutures. The reported deployment out of sequence appears to be related to user deployment technique as it was reported that the plunger was inadvertently pulled out prior to deployment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.